Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this device and non-boston scientific right ventricular lead displayed a message indicating to check the right ventricular lead. An internal technical service consultant was contacted regarding this issue. No out of range measurement could be found in the daily measurements. Both pace and shock impedance measurements have been stable and within range. It was thought this may be due to a low intrinsic r wave measurement and there be no out of range measurement however this could not be confirmed. There was no concern with device function. A decision will be made to further monitor this system. The patient with this system is non-pacemaker dependent. No adverse patient effects were reported.